Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer so it was not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. It is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that oralpak 3ml blue hospital syringe tip was broken. The following information was provided by the initial reporter: it was identified that the dosage 3 ml syringe presents absence of his tip, it is broken.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that oralpak 3ml blue hospital syringe tip was broken. The following information was provided by the initial reporter: it was identified that the dosage 3 ml syringe presents absence of his tip, it is broken.